Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
Complaint sample was evaluated and the reported issue cannot be confirmed. Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. Instructions for use (IFU) instruct customers and end users to visually inspect instrument for damage and wear and to discard instruments with dull cutting edges or damages. Review of device history record did not show any abnormality or deviation that could indicate that the issue reported is attributed to manufacture of the product. Complaint sample has been in the market for over one year and there is no evidence of the amount of procedures in which the reamer was used; therefore, further complaint investigation/action is not required.

Event description:
Acetabular reamers 44-54 are dull per surgeon.